Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that surgical intervention was undertaken. This s-ICD was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the december 2020 emblem s-ICD accelerated depletion advisory population. Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that analysis of this device was completed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a battery status of 15 percent remaining three years post implant. Subsequently, the device reached elective replacement indicator (eri) two months later. The device battery was felt to be depleting prematurely. A copy of device memory was submitted for engineering analysis. Analysis of device memory confirmed a battery depletion anomaly and device replacement was recommended. A device replacement interval was discussed with the physician based on analysis of device memory. The physician plans to replace the device within four to six weeks. No adverse patient effects were reported. This device remains in service.